Manufacturer narrative:
See investigation attached. (B)(4).

Event description:
Allegedly, patient was revised due to instability. Revision njr number: (B)(4), side: l, primary asa: p2 - mild disease not incapacitating.